Event description:
Pt in the hosp for treatment of pneumonia. Pt on 50% ventimask o2 and pulls off mask frequently. Pulse oximetry monitor is attached to a stat view pager. Alarm parameter was set to alarm at 85% oxygen saturation and did alarm. Pt continued to desaturate, but the alarm did not continue to ring. Monitoring system reset itself to ring at 90% after initially alarming. Pt was found with o2 saturation at 40% blue and tachypneic. Pt intubated and transferred to ICU. Pt alarmed at 90%. Yellow button pushed. Pt continued to trend down and no re-alarm. If pt had gone above 90 then down again, it would have re-alarmed.